Manufacturer narrative:
The reported 5.5 twinfix ultra pk anchor w/needles, intended for use in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. The anchor has cracked emanating from the suture eyelet. Dimensional assessment of the anchor confirmed it met print specifications. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force during insertion. Not using the ao two-finger technique when insertion the anchor. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed; there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
H10 h3, h6: the reported 5.5 twinfix ultra pk anchor w/needles, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor cracked during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force. Not using the ao two-finger technique when insertion the anchor. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery anchor broke about 3-4 mm from the tip after barely two turns, a 3.8 tapered awl was used, another bone hole had to be drilled in the patient. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.